Event description:
It was reported to boston scientific corporation that an endovive two-port through the peg jejunal tube was being used for the purpose of administering medication for advanced stage parkinson¿s disease. The procedure was performed on (B)(6) 2015. According to the complainant, in the morning of (B)(6) 2015, the jejunal tube was clogged and the patient missed a dose of duodopa. The gastroenterologist checked the tube under fluoroscopy and found that the jejunal tube was kinked. A fixed curl guidewire was used to resolve the issue and the duodopa treatment continued. The device remains in use. There were no patient complications reported as a result of this event. The patient's condition was reported to be good.

Manufacturer narrative:
Reported event of jejunal tube kinked. The complainant indicated that the device will not be returned for evaluation as it is implanted in the patient; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.